Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy it was reported that the rep was using the tablet on the other side (right side) that was not using. The patient had an extension, no lead attached, and the monopolar were high, bipolar were ok. The caller reported that with the 8840 the impedances would say all high. It was suggested to look at the lead configuration. Additional information was received: it was reported that the patient associated with the event was unknown. The impedances were only read with the tablet and not the 8840. It was also it was unknown if the rep knew about the event. The cause of the impedances was unknown, the actions/interventions to resolve the issue were unknown, and the resolution was unknown. There were no further complications reported.